Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels.

Manufacturer narrative:
The event occurred outside of the united stateswhile this product is not sold in the united states, it is like or similar to a product marketed in the united states.